Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported for versed, there was a "vtbi incorrect". It was not clarified if an event, such as an under-infusion or an over-infusion occurred. No additional information was provided.